Event description:
It was reported that during a procedure, after advancing, without resistance, a 2.0x15 mini trek rx dilatation catheter to pre-dilate a lesion in a calcified mid right coronary artery, the balloon could not be inflated at all. The 2.0x15 mini trek rx was removed without resistance, and another 2.0x20 mini trek rx was used to perform pre-dilatation; the procedure was completed successfully. There was not a clinically significant delay in the procedure and no patient effects. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Incorrect prep. Evaluation summary: analysis of the mini trek catheter noted blood visible on the tightly folded balloon and contrast in the inflation lumen, consistent with preparation and the catheter advanced into the patient anatomy. An indeflator, filled with water, was used in an attempt to inflate the balloon but the balloon would not inflate. After the balloon catheter was soaked in the water bath and left pressurized to dissolve the contrast in the inflation lumen, the balloon was pressurized and fluid was observed leaking from a flap tear in the middle of the balloon. Factors that can contribute to damage to the balloon include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. There was no report of any leak or damage to the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use and that a product deficiency did not contribute to the difficulties experienced during the procedure. Analysis noted a flap of torn balloon material. Damage of this type can be the result of material processing or incorrect preparation for use. It was noted that the balloon was not soaked prior to use which likely contributed to the reported difficulties. It should be noted the trek rx and mini trek rx coronary dilatation catheter instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It is likely that the hydrophilic coating on the balloon was not activated upon exposure to moisture such that as the balloon was inflated, the balloon material tore and peeled. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating that although the dilatation catheter was prepared outside of the anatomy, the user did not soak the balloon, as indicated to do so in the product instructions for use, before use in the patient anatomy.